Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received (B)(6) 2021 from a healthcare provider regarding a patient who was implanted with an implantable neur ostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient(pt) was being considered for cardiac MRI. The MRI tech was told by patient that their system hadn't been working for 5 years. Caller doesn't have any other further details about this. (B)(6) 2021 the patient clarified that the device had malfunctioned, it had a stimulation output issue, the cause was not determined.